Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd eclipse¿ needle had a scale marking issue. The following information was provided by the initial reporter: "no print scale".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/5/2021. H.6. Investigation: one photo and one syringe sample were received by our quality team for evaluation. From the photo and the sample, missing scale marking was observed on the syringe barrel. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. The missing scale marking on the barrel could have been caused by the eject gate at the syringe apex assembly machine. It was suspected that the eject gate was not fully closed after the production technician cleared the machine error. This may have caused the reject parts without scale marking to pass through when the machine resumes production. H3 other text : see h.10.

Event description:
It was reported bd eclipse¿ needle had a scale marking issue. The following information was provided by the initial reporter: "no print scale".